Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose (bg) levels were increasing (specific bg levels not provided). The personal diabetes manager (pdm) reportedly was not delivering insulin and the patient went to the emergency room (ER) for assistance. The patient was placed under observation and the pdm controller was placed on "activity mode". No further treatment was required. The patient was discharged the following day.